Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow-up mapping appointment in situ testing revealed some affected channels and hearing performance with the device is affected. The child has not been using the device in the past 2 years due to external device issues, as the external processor and dacapo frame are not functional.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During a follow-up mapping appointment in situ testing revealed some affected channels and hearing performance with the device is affected. The child has not been using the device in the past 2 years due to external device issues. The user's hearing performance with the device was good before this event. Re-implantation is considered but no date has been scheduled yet.